Event description:
An impella cp device was inserted into the right femoral artery in a 45 year-old male patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) shock stage c. Prior to initiation of support. Following a sheath exchange, a hematoma developed at the access site with an activated clotting time (act) reported in the 300s. Manual pressure was applied for 15 minutes along with angle angle matching, which resulted in resolution of the hematoma. During support, hematuria was noted based on visual observation of red urine; however, no confirmatory laboratory testing such as plasma free hemoglobin was performed. The urine subsequently cleared and returned to yellow. It was reported that during the sheath exchange, the impella catheter was inadvertently advanced approximately 20 cm inward while running on automatic mode and was repositioned following completion of the exchange. The patient also underwent urgent foley catheter placement immediately prior to the noted hematuria. The patient remains on impella support. The purge solution consists of dextrose 5% in water (d5w) with 25 meq/l sodium bicarbonate. Device performance noted at performance level p-6 with flows ranging from 2.8¿2.9 l/min. Both the hematoma and hematuria resolved without further intervention, and the patient remained on ongoing support. While on support, the device functioned as intended. Hematoma and hematuria are known risks associated with impella support, potentially related to anticoagulation therapy, vascular access, and/or foley insertion.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.